Event description:
In 2009, the patient reported that intermittently over the past few months he has seen air bubbles in the insulin cartridge of his infusion device. He stated this would result in elevated blood glucose readings of over 300 mg/dl with his normal range being 80-120 mg/dl. Symptoms were extreme thirst and he corrected his readings by bolusing insulin, he stated he does not currently have air bubbles in his cartridge. The patient was educated on ways to prevent air bubbles. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.